Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll for evaluation. Instead, a zoll representative evaluated the device at the customer's site. The customer's report was observed and attributed to the front enclosure. The front enclosure was replaced to resolve the report. The device was recertified. Analysis of reports of this type has not identified an increase in trend.